Manufacturer narrative:
The 3,230 cases (758 male and 2472 female) were included in the study. Of these patients, 2,474 patients were treated with unknown synthes sliding hip screw (shs), 158 patients were treated with unknown synthes shs combined with unknown synthes trochanteric stabilization plate (tsp) while 598 patients were treated with the competitor¿s device. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tucker, a. Et al (2018), is the best plate a nail? A review of 3230 unstable intertrochanteric fractures of the proximal femur, journal of orthopaedic trauma, vol. 32 no. 2, pages 53-60 (united kingdom) the primary aim of this prospective cohort study is to compare the demographics, 12-month mortality, functional outcomes achieved, length of hospital stay, and revision rates when using a sliding hip screw (shs) ± trochanteric stabilization plate (tsp) and cephalomedullary nail (cmn) to treat unstable intertrochanteric hip fractures, to further inform the debate. Between january 1, 2000 and december 31, 2015, 3,230 cases (758 male and 2472 female) were included in the study. Of these patients, 2,474 patients were treated with unknown synthes sliding hip screw (shs), 158 patients were treated with unknown synthes shs combined with unknown synthes trochanteric stabilization plate (tsp) while 598 patients were treated with the competitor¿s device. All patients had a minimum of 12 months of follow-up. The following complications of shs were reported as follows: there were reported deaths of 163 male patients and 396 female patients at 12 months postop follow-up. One-hundred (100) patients underwent revision. Reasons for revision were as follows: ten (10) patients had collapse. Twenty-five (25) patients had medialisation. Eight (8) patients had revision for unknown reasons. Three (3) patients had removal for infection. Two (2) patients experienced periprosthetic fracture. Fifty (50) patients removal of metal due to cut out. The following complication of shs ± tsp were reported as follows: there were reported deaths of 13 male patients and 30 female patients at 12 months postop follow-up. Four (4) patients underwent revision. Reasons for revision were as follows: one (1) patient had medialisation. One (1) patient had revision of the implanted cmn for unknown reasons. Two (2) patients removal of metal due to cut out. This report captures the following events: fifty (50) patients removal of metal due to cut out. (Shs) two (2) patients removal of metal due to cut out. (Shs ± tsp) this report is for an unknown synthes sliding hip screw. This is report 3 of 3 for (B)(4).